Event description:
During a therapeutic procedure on a pt, a replacement bolster was placed in 2004. However, 3 months later it was confirmed that the peg tube had dropped. The physician then inserted a scope in an effort to remove the bumper piece, but no bumper piece could be found inside the pt. Another enteral feeding device was successfully placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.